Manufacturer narrative:
Conclusions - the treating phsyician has concluded that this adverse event is related to surgical complications.

Event description:
Cyberonics rec'd a report from the prescribing physician that a pt has been diagnosed with horner's syndrome. The treating phsycian indicated that the surgeon had caused this injury. Good faith attempts to gain further info have been unsuccessful to date.